Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device has a damaged downstream occlusion (dso). No patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of damaged downstream occlusion (dso) seal. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Complaint of dso seal damage was confirmed through visual inspection. Replaced dso seal. Device passed all testing criteria post repair.